Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -10.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2024. Low vault was observed. On (B)(6) 2024 the lens was explanted. The patient did not undergo further surgery. It is reported that eye is quiet.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).